Event description:
In 2007, the lay-user/patient contacted lifescan at 3:06 pm (pst) alleging that a one touch ultrasmart meter was having an "error 1" issue. The patient indicated that the alleged meter issue started on the same day, at 5:00 am. As a result of the reported issue, the patient administered self-care by taking 13 units of sliding-scale humalog insulin. At an unspecified time after the meter issue began, the patient reportedly developed symptoms of low blood glucose. It is not known if the patient's blood glucose was tested on another device during the time of concern or the issue was resolved with troubleshooting. It would have been helpful to know the following information. The patient's testing frequency, when he typically tests during the day, his medication and diabetes management regimen, and what changes, if any, the patient made to the regimens because of the alleged meter issue. In addition, it would have been helpful to know what the patient based his dose of sliding-scale insulin from, when he took the insulin, when the symptoms developed, what symptoms he had, and what actions he took in response to the symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms of hypoglycemia after the alleged meter issue started. The patient reportedly took a dose of sliding scale insulin in response to the meter issue but it is not clear what the patient based his dosage from.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass injection, lifescan will inform FDA of the results in a supplemental report.